Event description:
Revision surgery - on the original surgery the doctor put in a hemi shoulder and put bone graft on the glenoid as a temporary. After it healed, the doctor put in a total reverse on (B)(6) 2011.